Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the issue was unable to be confirmed on-site, the definitive root cause of the brightness issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer (fse) was onsite to evaluate the device. Upon evaluation, the fse was unable to confirm the reported issue. The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera xenon light source light is too bright, and the image is over lit. The event occurred during procedure and there was no patient harm or user injury reported due to the event.